Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with 180 units, and after the delivery of 10 units of insulin, the insulin gauge decreased to 24 units. The customer's blood glucose level was 212 mg/dl. It was confirmed tha the customer will continue using the pump until the replacement pump arrives.